Event description:
Paramedics attended to a male diagnosed in cardiac arrest. The customer reported that the device failed to deliver a shock to the pt. Another defibrillator was made available and used to administer treatment to the pt. The pt was not resuscitated. A clinical review of the reported event by physio-control concluded that the pt's outcome was not related to the use of the device. This opinion was based on the following: the initial ECG shows some organization with low amplitude characteristics of a dying heart. Later the ECG looks more like very fine vf. CPR is immediately and continuously given. The ECG showed no response to the CPR and never became a rhythm that would benefit from a shock.

Manufacturer narrative:
Physio-control continues to investigate the reported event.